Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced back pain ("low back pain between hips always") and sciatica ("also, severe sciatic pain right before and during my cycle"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the medical device removal, back pain and sciatica outcome was unknown. The reporter considered back pain, medical device removal and sciatica to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- lower back pain, sciatic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Event added- e-free. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.